Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address hip joint pain. It was also indicated that the surgeon elected to remove the metal insert and femoral head and exchange it with a cop bearing construct . This option was executed flawlessly. There were not any interoperative issues with this procedure. The explanted components were retained by the patient's attorney. Doi: unknown; dor: (B)(6) 2018; right hip. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.